Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08770 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 390 mg/dl. The customer was treated high with short acting insulin pens. The customer had reported no symptoms. Customer¿s high blood glucose level was 390 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 390 mg/dl. The customer was assisted with troubleshooting. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer stated cannula was not bent. Customer performed the high pressure test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.